Manufacturer narrative:
Device evaluation: the investigation of the product was completed on august 26, 2025. After careful analysis of the available information and taking into account the instructions for use, it can be concluded that the breakage of the ceramic tip during the surgical procedure is due to a multifactorial process. The most likely cause is an application error in which the tip was mechanically overloaded. In addition, thermal influences such as insufficient distance between the electrode and the ceramic insert may have weakened the material. The instructions for use expressly point out that ceramic is a brittle material that is sensitive to mechanical and thermal stress. Even the smallest, initially invisible microcracks can grow through repeated stress (e.g., cleaning, sterilization) and eventually lead to breakage. An insufficient visual inspection before use and possible pre-existing damage from previous cycles may have contributed to the damage. Overall, everything indicates that mechanical stress and insufficient inspection prior to the procedure led to the failure of the ceramic tip. The initial manufacturer MDR was submitted on may 7, 2025. However, due to an oversight, the corresponding importer MDR was not submitted at that time. This was the result of human error, and we sincerely apologize for the delay and any inconvenience it may have caused. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during a procedure the ceramic tip broke whilst in a patient. The bladder was punctured. All parts of tip recovered. No death or (unanticipated) serious deterioration in state of health reported.